Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump onto a counter, resulting in a cracked and lifting touchscreen that became unusable, though the pump continued to function and data had been synced; the issue pertains to a fractured touchscreen hardware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component following impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.